Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's snake wrist cables were broken. Visual inspection showed broken snake wrist cables broken by the snake wrist area with dry bio debris. There was no damage to the conductor wire. The cutting functionality was not able to be tested due to the broken cable. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cables if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the wires popped out of the endowrist one vessel sealer instrument while inside the patient. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.